Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable problem of aborted/cancelled procedure. Block h11: investigation results. A speedband superview super 7 was received for analysis. Visual inspection of the returned device revealed the ligator housing to be in good conditions. However, the handle was not returned. No other problems were noted. The reported complaint of device difficult to setup or prepare was unable to be confirmed since the device was returned in good conditions and without any alleged problems. However, for the reported event of "cancelled/rescheduled - post sedation/sedation unknown" cannot be confirmed because this happened during the procedure and there is no objective evidence or descriptive conditions to confirm the reported event. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected since the reported complaint cannot be confirmed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus to treat esophageal varices during a gastroscopy for ligation procedure performed on (B)(6) 2024. During preparation, the nurse noticed that the cap for the gastroscope was too big, and it did not stay in place. Therefore, the speedband device could not be attached. The procedure was cancelled. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus to treat esophageal varices during a gastroscopy for ligation procedure performed on (B)(6) 2024. During preparation, the nurse noticed that the cap for the gastroscope was too big, and it did not stay in place. Therefore, the speedband device could not be attached. The procedure was cancelled. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf impact code f1001 is being used to capture the reportable problem of aborted/cancelled procedure.